Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight which caused their ins to become superficial and painful at the pocket site. As a result, surgical intervention was undertaken wherein the device was explanted and replaced with a new drg ipg. Reportedly, the pocket site was also revised during the procedure. Postoperatively, effective therapy was established postoperatively.